Manufacturer narrative:
The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report where it was claimed that the tube developed a cuff leak during pt use. This report is associated to the fourth occurrence on MFR# 2936999-2011-00112 / (B)(4).